Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon would not inflate. The doctor was able to reposition the balloon by putting the wire back up. This occurred when they sat the patient up on the cath lab table to urinate. The re-positioning was successful. There was no reported injury to the patient. This report is for the 2nd iab used.

Manufacturer narrative:
Additional information: section a - date of birth from: [blank] to: 10/09/1963. Section b - date of event from: [blank] to: 02/16/2020. Section d - serial# from: (B)(4). To: unknown section d - lot# from: 300096331 to: unknown section d - exp. Date from: 05/08/2022 to: [blank] section h - manufacture date from: 05/08/2019 to: [blank] section h - evaluation method codes removed: analysis of production records; 3331 removed: historical data analysis; 4109 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon would not inflate. The doctor was able to reposition the balloon by putting the wire back up. This occurred when they sat the patient up on the cath lab table to urinate. The re-positioning was successful. There was no reported injury to the patient. This report is for the 2nd iab used.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon would not inflate. The doctor was able to reposition the balloon by putting the wire back up. This occurred when they sat the patient up on the cath lab table to urinate. The re-positioning was successful. There was no reported injury to the patient. This report is for the 2nd iab used.

Manufacturer narrative:
Device available for eval changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).